Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched and evaluated the iabp. The stm was able to reproduce the reported issue. The stm turned on the iabp under service mode, upon booting up the iabp screen read "touch screen not calibrated". To fix the issue, the stm calibrated the touchscreen and the error was no longer displayed on the screen. The stm performed all functional and safety checks to meet factory specifications. The iabp passed all functional and safety checks to meet factory specifications, and was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) alarmed power-up test failure #6. It is unknown under which circumstances this event occurred. No patient involvement or adverse event reported.